Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implant was dead. Patient stated they had [unrelated] heart surgery last year so they hadn't been as active so they didn't use the neurostimulator as much as they did and stated that they didn't need it. Patient reported that they let the implant go dead. Patient stated that it had been 2 to 3 months since they last charged their implant. When asked for event date, patient mentioned that within the past couple of years they had been trying to keep the implant charged but that they don't use the implant periodically for "safe keeping"; yet patient clarified and reported that probably within the last year they haven't used the neurostimulator as much. Patient mentioned they went through this once before (agent understood as potential over discharge and the process in getting it out of that state). Patient said that one time they were going to meet with the patient and that it would take 5 hours but instead talked with someone over the phone who gave commands as to what to do and they were able to get the implant charging again (agent understood as patient was planning to meet with a representative but instead talked to one over the phone). Patient said that last time there was a way to restart the device but the patient was unsure as to what to do as it had been so long. Agent pr ovided the nas phone number and reviewed potential over discharge with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient noted that their implanting healthcare provider had retired and provided a new pain ma nagement doctor. An email was sent to device registration to update the patients managing healthcare provider.